Manufacturer narrative:
Additional information was received that the valve may have moved to the left atrium as a result of hypertension. It was suspected that the left ventricle pushed the valve into the left atrium. It was reported that the hypertension was not due to the valve. Corrected data: the serial number has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Additional information indicated that the cerebral death was suspected to be due to a thrombus that resulted from post-implant hypertension. Per the physician, the valve did not cause the death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-eight hours leading up to the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a very sick pediatric patient was on extracorporeal membrane oxygenation support with a failed, severely stenotic 17mm non-medtronic mitral valve. One day prior to valve implant, the physician was asked from the cardiac surgery team to perform, on a compassionate basis, an off-label (mitral valve position) rescue operation and exceptional health committee approval was received for this patient. The valve was implanted via transapical access. Following implant, the patient became hypertensive (270 mmhg). The valve was moved to the left atrium (la). The la was opened to surgically reposition the valve. However, due to several previous operations, including six sternotomies, it was too difficult to get the valve in good position. Subsequently, a new tpbv was implanted via la access. The patient became very unstable and the anesthesiologists were not able to stabilize the patient. Loss of all brain function was confirmed and the patient died.